Event description:
It was reported that the right ventricular (rv) lead impedance and thresholds have been trending upward. Also, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted (B)(6) 2009 . (B)(4).